Manufacturer narrative:
Reference#: (B)(4).

Event description:
Physician was informed that a patient involved in a (B)(6) study has expired. Sponsor has requested the cause of death and additional relevant information from the pi/site coordinator. The patient received primary rfa on (B)(6) 2009. Patient was last seen on (B)(6) 2013 for the 48 month endoscopy visit. No rfa was done at this time. Final diagnosis at this visit was mild esophagitis.